Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted because battery status reached elective replacement indicator (eri). This report is being submitted because reliability assurance testing identified premature battery depletion.